Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific. A good faith effort to obtain the information was performed, but it was not available.

Event description:
It was reported during a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a pericardial effusion occurred requiring a pericardiocentesis and protamine. During transseptal puncture, the sheath crossed the interatrial septum without use of the needle. Due to the patient's anatomy, the transseptal puncture height was only 2.7cm, however, this was the maximal height that could be achieved. The puncture site was deemed safe by the physician, so the procedure was continued. The steerable guide catheter (sgc) and clip delivery system (cds) were inserted and placed on the valve without issues. However, while evaluating the implant, the systolic pressure went from approximately 90 to 50. A large pericardial effusion was observed behind the right ventricle (rv) on an echocardiogram. The clip was deployed and pericardiocentesis was performed. The systolic pressure returned to normal, and protamine was administered. The patient left the operating room intubated and stable and has since been discharged. The physician suspected the sheath caused the pericardial effusion during transseptal puncture or during interaction with the right atrial appendage when the transseptal system was being placed in the superior vena cava (svc). The device is not expected to be returned for analysis.